Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and the device's lcd screen was found to be blank. The device's active exhalation control module and lcd screen were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced to address a blank screen issue. The lcd screen was not replaced, the system board was replaced to address the issue.